Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer&#38112;blood glucose (bg) levels were elevated between the ranges of 400-500mg/dl (no specific dates provided). Elevated bgs were treated by changing out the cartridge and infusion set.